Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) reported a return of gastric symptoms. This was stated to be sudden. Therapy was lost a couple weeks ago. The caller was requesting instructions to interrogate the implantable neurostimulator (ins). The clinician programmer was unable to establish communication with the ins. It was reviewed with the caller that the ins was most likely depleted. Relevant medical history included gastric stimulation. Follow-up was performed to determine what actions were taken to address the loss of therapy and if the issue was resolved. This event will be updated if additional information is received.